Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was over 800 (mg/dl) with diabetic ketoacidosis (dka). On (B)(6) 2017, the customer was hospitalized and treated with insulin drip. The customer was discharged from the hospital on (B)(6) 2017 with no permanent damage and the issue was resolved. Reportedly, the clinical diabetes educator assisted the customer in successfully turning the pump back on and resuming therapy.